Event description:
Reporter stated the customer received the following results on 2 different meters within 10 minutes: 14.0 mmol/l (mobile system 1) and 4.0 mmol/l (mobile system 2). No actions taken based on device results. No adverse event reported. The lot number and expiration date were not provided. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2.